Event description:
The customer reported that the system had a precharge error and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The potentiometer was adjusted and the capacitor was replaced during the service call. The customer canceled the service call.